Manufacturer narrative:
The device was returned to olympus for evaluation and the paint on the air/water cylinder was peeling, water tightness was lost due to the guide pin on the electrical connector was shaved. The scope connector, ultrasonic connector, electrical connector and plate were corroded and the cover joint was discolored due to water leakage. The adhesive on the bending section cover had a chip, a worn angle wire caused the play of the up/down/right/light knob was out of specification. Prior to the device evaluation, the scope was sent to an independent laboratory for culture testing and nothing was detected. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope tested positive for microbial contamination. The issue was found during a routine culture of the scope. Sampling occurred at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction manual of gf-uct180 describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents" chapter "cleaning, disinfection, and sterilization procedures" olympus will continue to monitor field performance for this device.